Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Mobility (most often due to failure to achieve osseointegration) is a rather common complication. Osteomyelitis on the other hand is a very rare complication. This event is reportable per 21 cfr part 803. This report is for the second device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a patient received two astra tech ev 3.6s 9mm dental implants in position 4 (fda15) and 29 (fda29) on (B)(6) 2021. The implants were subsequently removed (B)(6) 2021. The implant in position 4 was removed due to mobility. However the information states that the patient developed osteomyelitis in the area 28, 29 prompting the removal of the implant in position 29. The patient is currently undergoing treatment with bactrim for 30 days.